Event description:
According to the reporter, during a laparoscopic supracervical hysterectomy and sacrocolpopexy, on the step where the uterus was transected from the cervix the surgeon used a lina loop which was a commonly used, disposable, monopolar instrument, and which required a higher cutting power than other surgical instruments. Prior to using the loop the surgeon requested the cut power setting to be increased to 120. After the loop was used, the monopolar power cord was attached to the re-usable laparoscopic scissors but the power setting was not reduced. The monopolar scissors were activated for 10 seconds before the surgeon asked whether the power had been lowered to the appropriate setting for the scissors (30-40). The power was reset and the case continues. At the end of the surgery, the surgeon noted a small white area on the small bowel in the upper abdomen that he thought was an electrosurgical energy burn. He consulted a general surgeon and they performed a resection of this area of small bowel and found that the remaining bowel was unaffected. The patient was discharged the next day, feeling well. On post-op day 5, she presented to her local hospital with signs and symptoms of a small bowel obstruction. Her clinical presentation and imaging was concerning for a bowel perforation. She returned to the operating room and 3 additional bowel perforation were identified and repaired by resecting a length of jejunum. The initial bowel anastomosis was intact and patent. It is unclear whether the higher power setting (120 vs 40) contributed to the complication. The scissors instrument was identified and located. The instrument was tested with mcgan insulation tester and no defects on the insulation were found.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.